Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was noise seen on the atrial lead. Reprogramming was performed and the noise cleared up. The lead remains in use. No patient complications have been reported as a result of this event.